Event description:
During right pedal access angiogram, a merit medical 0.14 surecross catheter was placed in the anterior tibial artery. After withdrawing the catheter, the proceduralist noticed one of the three markers housed on the catheter remained in the vessel. Attempts to retrieve it were unsuccessful. The decision was made to leave the marker in-situ as it posed no danger to the pt.